Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead exhibited an unsatisfied qrs morphology. The physician attempted to reposition the rv lead and found that the rv lead had the bent appearance. The physician elected to use another rv lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
Correction: the correct event description should have been "it was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead exhibited an unsatisfied qrs morphology. The physician attempted to reposition the rv lead and found that the rv lead had the bent appearance due to lead over-torque. The physician elected to use another rv lead and completed the procedure. The patient was in stable condition.", rather than "it was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead exhibited an unsatisfied qrs morphology. The physician attempted to reposition the rv lead and found that the rv lead had the bent appearance. The physician elected to use another rv lead and completed the procedure. The patient was in stable condition."

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead exhibited an unsatisfied qrs morphology. The physician attempted to reposition the rv lead and found that the rv lead had the bent appearance due to lead over-torque. The physician elected to use another rv lead and completed the procedure. The patient was in stable condition.